Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was due to challenging patient anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage, prolonged hospitalization, and surgical intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. A xtw mitraclip was implanted successfully on the lateral part of the valve. After about five minutes post deployment, an anterior leaflet tear occurred. The clip remained stable on both leaflets. It was thought the tearing was due to patient anatomy. There was no device issues with the mitraclip system during the procedure. The patient was then transferred to surgery for a valve replacement. No additional information was provided.